Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block e1 (initial reporter facility name): (B)(6) hospital. Block h6 (device codes): medical device problem code a04 captures the reportable event of tip of the device was cracked. Medical device problem code a0401 captures the reportable event of junction material was cracked. Block h10: investigation result: visual examination of the returned complaint device found that there were no damages noted on the sheath and dilator. Functional evaluation was performed by moistening the device surface with water and became slippery which indicated that coating was applied on the device. The device diameter was measured and found to be within specifications. Additionally, the wire insertion test was performed wthout issues. The returned device review showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint cannot be detected. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used during a ureteroscopy (urs) procedure performed on (B)(6) 2021. During procedure, it was noticed that the tip and the diameter junction of the device were cracked. The procedure was completed with another navigator hd access sheath device. There were no reported patient complications as a result of this event. The device was not returned.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used during a ureteroscopy (urs) procedure performed on (B)(6) 2021. During procedure, it was noticed that the tip and the diameter junction of the device were cracked. The procedure was completed with another navigator hd access sheath device. There were no reported patient complications as a result of this event.